Event description:
A report was received that while attempting to reprogram and perform a software upgrade for a pt, the bsn sales representative received an error code that indicated a "seeprom" software corruption. The bsn representative was able to temporarily clear the error code, but it would return shortly after. It was determined that the pt's ipg software was not upgradable and the pt could not be reprogrammed. A date for the replacement of the ipg had not been scheduled at this time.